Manufacturer narrative:
The reported event of stylet could not be inserted into the lead was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event difficulty inserting the stylet was due to over torqued inner coil at the connector region consistent with procedural damage. No other anomalies were noted.

Event description:
It was reported that the patient presented for postoperative programming in clinic. It was noted that the right ventricular (rv) lead was dislodged. Chest x-ray was performed and confirmed rv lead dislodgement. During the procedure, it was difficult to insert the guidewire into the new rv lead. The rv lead was explanted and replaced. The patient was in stable condition.